Manufacturer narrative:
X-rays were received and will be reviewed as part of ongoing investigation. The manufacturer did not receive the device for investigation the lot number of the device was received. The device history records will be reviewed during investigation. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
It was reported that the patient underwent revision right tha due to recurrent dislocations. Patient outcome - revision due to dislocation.

Event description:
It was reported that the patient underwent revision right tha due to recurrent dislocations. Patient outcome - revision due to dislocation.

Manufacturer narrative:
D10: medical product: liner standard 32 mm i.d. For use with 50/52/54 mm o.d. Shells catalog#: 00630505032; lot#: 63292496. Modular neck g 12/14 neck taper use with +0 heads only catalog#: 00784802300; lot#: 63330691. Modular femoral stem press-fit plasma sprayed cementless size 11 catalog#: 00771301100; lot#: 63346766. Shell porous with cluster holes 54 mm catalog#: 00620205422; lot#: 63365704. Bone screw self-tapping 6.5 mm dia. 30 mm length catalog#: 00625006530; lot#: 63401075 . Bone screw self-tapping 6.5 mm dia. 30 mm length catalog#: 00625006530; lot#: 63410021. This follow-up report is being filled to relay additional information, which was unknown at the time of initial medwatch. New information received: operative report and pictures attached (from linked warsaw complaint). Added associated products corrected and additional information is filled in the follwing fields: additional: d10, h2, h4 correction: b4, g3, g6, h10. Investigation of this incident is currently ongoing, a follow up report will be submitted when additional information becomes available. Zimmer biomet¿s reference number of this file is (B)(4). The following reports are associated with this event: 0009613350-2022-00251.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Review of the device history records identified no (related) deviations or anomalies during manufacturing no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Devices are used for treatment. Medical records were provided and reviewed by a health care professional on the linked complaint. Review of the available records identified the following: patient underwent initial hip surgery on (B)(6) 2016 with no complications. The patient was then revised on (B)(6) 2022 due to trauma causing the hip to dislocate. Right hip dislocation occurred standing on a stool leaning over working on a car for quite some time and then felt the hip come out but he could not stop it. Noted hole in capsular tissue. Liner removed and noted to have mild wear in the area where the head was dislocating but otherwise in good condition. The head, neck, and liner were exchanged without complications. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.